Manufacturer narrative:
H.10: the cause of the reported issue is a compressor damage. The root cause is hole in the evaporator due to the stirring flow in the tanks causing water entering the cooling circuit and damaging the compressor. Corrective action is already in place for this issue (erosion kit includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil).the issue occurred almost two years after device upgrade. However, since the machine was in use since 2014, most likely the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t blowed the mains fuse during procedure. There was no report of patient injury.